Event description:
Customer reported that the needle from a controlled release product prematurely released from the suture and is lodged within the pt's pelvis. The surgeon anticipates returning the pt to surgery to retrieve the retained needle.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.